Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. (B)(6). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: availmed (B)(4) or baxter healthcare ¿ (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This was identified prior to use. There was no patient involvement. No additional information is available.